Event description:
Boston scientific received information that during a regular follow-up appointment, all measurements with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were appropriate and within normal ranges. Two days later, the patient experienced a cardiac arrest. The patient was resuscitated and external defibrillation successfully terminated the arrhythmia. The ICD was interrogated and a shorted lead condition fault code was observed. The following day, the physician interrogated the ICD again and found it in safety mode with limited therapy available. As a result, the ICD was deactivated. A memory download was performed and sent to boston scientific technical services (ts) for further evaluation. The ts consultant did discuss that based on the error message observed, explantation of the device and lead should strongly be considered. A boston scientific engineer reported that after eol is declared, the programmer performs a limited interrogation with the device and the disk did not contain enough data for a full diagnostic evaluation. Upon return of the device for laboratory analysis, a full memory download would be performed, so that a more detailed investigation can be conducted.

Event description:
The ICD was returned.

Manufacturer narrative:
At this time, this device has not been explanted. Once the device is explanted and returned for analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device case. Review of device memory confirmed that the device recorded a shorted lead fault, consistent with what was observed in the field. Immediately thereafter, the device recorded several faults indicating the device detected lead leakage and unexpected charge time behavior. The device declared a battery status of end of life (eol). An x-ray of the internal circuitry found an internal plasma fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory testing confirmed that pacing therapy remained available, but shock therapy was unavailable due to the above-mentioned circuit damage. In newer boston scientific devices, an internal fuse which can stop the flow of energy to certain parts of device circuitry was incorporated into the design. However, memory was preserved and accessed by laboratory technicians and engineers for analysis. Laboratory analysis confirmed that the rv lead shorted to the device during shock delivery which caused damage to the plasma fuse within the device's internal circuitry. The open/damaged fuse prevented the high voltage capacitors from charging within the expected time limit, causing the device to then declare eol.